Manufacturer narrative:
The actual complaint product was returned and was found to meet manufacturing specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a distributor via an email on (B)(6) 2016, a (B)(6) pregnant female consumer used the complaint product for one month and experienced blurred vision and excessive lacrimation in both eyes (ou) with the right eye (od) more affected. The consumer sought medical attention and ¿serious burns in the eyes¿ and ¿corneal erosion,¿ were confirmed. The consumer was prescribed a treatment with occlusive bandage for one week od, unspecified ophthalmic healing and anesthetic gels. It was reported that the consumer's eye healed. Additional information was received in the form of medical records on (B)(6) 2016, in which it was noted that the consumer sought medical attention on (B)(6) 2016 presenting with discomfort, blurred vision, photophobia, pain sensation and excessive lacrimation which started on (B)(6) 2016 after using the solution. The clinical assessment showed ¿corneal erosion inferior to pupil ou, more profound towards temporal in od¿, ¿some white filaments adhered to the periphery of the eroded zone¿ and ¿conjunctival hyperemia¿. The diagnosis given was ¿unspecified corneal disorders.¿ the consumer was prescribed sodium hyaluronate + xanthangum + netilmicin 0.3% combination eye drops ou 1 drop three times a day (t.i.d) for five to seven days, bandage and control. The symptoms were reported as improving. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a distributor via an email on 10/03/2016, a (B)(6) pregnant female consumer used the complaint product for one month and experienced blurred vision and excessive lacrimation in both eyes (ou) with the right eye (od) more affected. The consumer sought medical attention and ¿serious burns in the eyes¿ and ¿corneal erosion¿, were confirmed. The consumer was prescribed a treatment with occlusive bandage for one week od, unspecified ophthalmic healing and anesthetic gels. It was reported that the consumer's eye healed. Additional information was received in the form of medical records on 10/05/2016, in which it was noted that the consumer sought medical attention presenting with discomfort, blurred vision, photophobia, pain sensation and excessive lacrimation. The clinical assessment showed ¿corneal erosion inferior to pupil ou, more profound towards temporal in od¿, ¿some white filaments adhered to the periphery of the eroded zone¿ and ¿conjunctival hyperemia¿. The diagnosis given was ¿unspecified corneal disorders¿. The consumer was prescribed sodium hyaluronate + xanthangum + netilmicin 0.3% combination eye drops ou 1 drop three times a day (t.i.d) for five to seven days, bandage and control. The symptoms were reported as improving. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
(B)(4).

Event description:
As reported by a distributor via an email on (B)(6) 2016, a pregnant female consumer used the complaint product for one month and suffered serious chemical burns as confirmed by a doctor. Additional information was received upon contacting the consumer on (B)(6) 2016; the consumer reiterated that she used the product for one month and experienced unclear vision and excessive lacrimation. The consumer sought medical attention and it was confirmed that she had ¿corneal erosion¿ in both eyes (ou) with the right eye (od) more affected. The consumer underwent treatment for one week with an unspecified ophthalmic gel and an unspecified anesthetic. Reportedly, the consumer was not on any additional treatment at the time of the report. It was also reported that the consumer's eye healed at the surface but not deeper and the consumer resumed contact lens wear. Additional information was received in the form of medical records on (B)(6) 2016, in which it was noted that the (B)(6) year old consumer sought medical attention on (B)(6) 2016 presenting with discomfort, blurred vision, photophobia, pain sensation and excessive lacrimation which started on (B)(6) 2016 after using the solution. The clinical assessment showed ¿corneal erosion inferior to pupil ou, more profound towards temporal in od¿, ¿some white filaments adhered to the periphery of the eroded zone¿ and ¿conjunctival hyperemia¿. The diagnosis given was ¿unspecified corneal disorder¿. The consumer was prescribed sodium hyaluronate + xanthangum + netilmicin 0.3% combination eye drops ou 1 drop three times a day (t.i.d) for five to seven days, bandage and control. Additional information was received during a follow up on (B)(6) 2017; it was stated that the consumer was treated with previously reported medicine (sodium hyaluronate + xanthan gum + netilmicin) for two to three months until complete recovery. The consumer also stated that she did not use contact lenses for 6 months.

Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. (B)(4).

Event description:
As reported by a distributor via an email on 10/03/2016, a (B)(6) pregnant female consumer used the complaint product for one month and experienced blurred vision and excessive lacrimation in both eyes (ou) with the right eye (od) more affected. The consumer sought medical attention and ¿serious burns in the eyes¿ and ¿corneal erosion¿, were confirmed. The consumer was prescribed a treatment with occlusive bandage for one week od, unspecified ophthalmic healing and anesthetic gels. It was reported that the consumer's eye healed. Additional information was received in the form of medical records on 10/05/2016, in which it was noted that the consumer sought medical attention on (B)(6) 2016 presenting with discomfort, blurred vision, photophobia, pain sensation and excessive lacrimation which started on (B)(6) 2016 after using the solution. The clinical assessment showed ¿corneal erosion inferior to pupil ou, more profound towards temporal in od¿, ¿some white filaments adhered to the periphery of the eroded zone¿ and ¿conjunctival hyperemia¿. The diagnosis given was ¿unspecified corneal disorders¿. The consumer was prescribed sodium hyaluronate + xanthan gum + netilmicin 0.3% combination eye drops ou 1 drop three times a day (t.i.d) for five to seven days, bandage and control. The symptoms were reported as improving. Additional information has been requested, but has not been received yet.